Manufacturer narrative:
Initial reporter director of (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a person who has undergone insertion for more than 10 years is trying to replace them due to rupture". This is for the left side. Device remains implanted.